Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed image disappearance during angulation issue could not be determined, however, the issue was likely the result of damage or disconnection of the image sensor unit due to repetitive stress, external factors, user handling, or a component failure on the electrical circuit board. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿ ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
Event clarification - the customer reported an "a-rubber scratch" (scratch in the bending section cover) and requested repair. During the device evaluation, the image was found to disappear during angulation and the bending section cover (a-rubber) adhesion was found to be chipped.

Event description:
The endoeye flex deflectable videoscope was returned by the customer as part of the asset return process. During inspection of the returned loaner device by olympus, it was found that the image disappeared during angulation in the upward/downward direction. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
During evaluation of the returned loaner device, it was found that the image disappeared during angulation in the upward/downward direction due to a cut on the charged coupled device cable. It was also noted that the bending section cover had a scratch and the adhesive on the bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.